Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.5, lab: 3.9. Less than one hour between meter test and lab result. No info on pt's therapeutic range. Caller did not perform test and had no info on technique, pt info, or medications. No further info given.

Manufacturer narrative:
Investigation pending.